Event description:
It was reported that the insulin pump was suspending insulin delivery because of low sensor readings of blood glucose levels, although the customer had high blood glucose readings. The blood glucose reading was in the 300 mg/dl range, while the interstitial fluid reading was 60 mg/dl. The threshold suspend was set to 70 mg/dl. The customer stated that her educator had gone over everything with her, including calibration and sensor insertion, and she seemed to be doing everything correctly. The customer did not exhibit symptoms of low blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.